Event description:
It was reported that a patient experienced an over infusion with a folfusor due to the device delivering sooner than intended. The folfusor was used to deliver 5-fu (fluorouracil) in nacl (sodium chloride) 0.9% with a total volume of 120 ml. The infusion was intended to be delivered over 48 hours, however, the infusion was complete in 36 hours. It was reported that the patient experienced unspecified cardiac issues. Treatment was not reported. There was no mention of a medical intervention. The patient¿s outcome was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.